Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was prompting an error 2 message when he was attempting to test his blood glucose. According to the ot ultra2 owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:30pm, the patient alleged the issue first occurred. The patient reported using novolog insulin pump therapy to manage his diabetes. The patient reported his usual basal dose is 0.3 - 0.35 units/ hour, the bolus dose is unknown. The patient reported taking his usual dose of insulin on (B)(6) 2012 between 3:00am-7pm and on (B)(6) 2012 between 7:00pm-8:00pm. The patient reported 1.5 hours after the alleged issue occurred, he felt tired, which he associated with low blood glucose. On (B)(6) 2012 at 6:20pm, the patient reported having something to eat or drink in response to his symptoms. At the time of troubleshooting, the cca determined the patient was using the correct test strips, and the correct testing process. The cca noted there was no misuse of the product and this was not the first time the meter had been used. When the patient was prompted to press the power button, the error 2 did not occur. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings symptoms or medical intervention suggesting that a serious injury occurred. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.